Event description:
It was reported that during an unspecified procedure, removal difficulties, and a catheter tip detachment were encountered. The access site was the right femoral artery. The lesion was located in the right saphenous vein graft in the obtuse marginal branch. A sheath was inserted and advanced. A guide catheter was advanced and an angiogram was performed. The sheath was exchanged for another one. Another guide catheter was inserted for interventional use. Another manufacturer's guide wire was advanced to the saphenous vein graft - obtuse marginal branch. Another manufacturer's 2.5x12mm balloon was inflated to 12 atm for 22 seconds. A filterwire ez 190cm was advanced to the lesion. A veriflex 4.5x20mm stent was advanced to the lesion and would not cross. Another manufacturer's 2.5x12mm balloon was advanced to the lesion and inflated at 17atm for 25 seconds and again at 19atm for 24 seconds, and a third time at 17atm for 20 seconds. The balloon was removed. The veriflex stent 4.5x20mm was inserted and advanced but would not cross. Another manufacturer's 4.0x20mm balloon was inserted and advanced and would not cross. Another manufacturer's guide wire was advanced to the lesion. Another manufacturer's 4.0x20mm balloon was advanced and inflated at 10atm for 15 seconds and again at 16atm for 21 seconds. The veriflex stent 4.5x20mm was deployed at 14atm for 42 seconds. Another veriflex stent 4.5x16mm was deployed at 17atm for 24 seconds. The stent balloon was re-inflated at 18atms for 21 seconds. The filterwire ez was unable to be retrieved after multiple attempts. The guide catheter, filterwire and sheath were then removed together as a unit. The tip of the filterwire catheter was seen in the right groin under fluoroscopy after the procedure was completed. The patient condition was not reported.

Event description:
It was reported that during an unspecified procedure, removal difficulties, and a catheter tip detachment were encountered. The access site was the right femoral artery. The lesion was located in the right saphenous vein graft in the obtuse marginal branch. A sheath was inserted and advanced. A guide catheter was advanced and an angiogram was performed. The sheath was exchanged for another one. Another guide catheter was inserted for interventional use. Another manufacturer's guide wire was advanced to the saphenous vein graft - obtuse marginal branch. Another manufacturer's 2.5x12mm balloon was inflated to 12 atms for 22 seconds. A filterwire ez 190cm was advanced to the lesion. A veriflex 4.5x20mm stent was advanced to the lesion and would not cross. Another manufacturer's 2.5x12mm balloon was advanced to the lesion and inflated at 17 atms for 25 seconds and again at 19 atms for 24 seconds, and a third time at 17 atms for 20 seconds. The balloon was removed. The veriflex stent 4.5x20mm was inserted and advanced but would not cross. Another manufacturer's 4.0x20mm balloon was inserted and advanced and would not cross. Another manufacturer's guide wire was advanced to the lesion. Another manufacturer's 4.0x20mm balloon was advanced and inflated at 10 atms for 15 seconds and again at 16 atms for 21 seconds. The veriflex stent 4.5x20mm was deployed at 14 atms for 42 seconds. Another veriflex stent 4.5x16mm was deployed at 17 atms for 24 seconds. The stent balloon was re-inflated at 18 atms for 21 seconds. The filterwire ez was unable to be retrieved after multiple attempts. The guide catheter, filterwire and sheath were then removed together as a unit. The tip of the filterwire catheter was seen in the right groin under fluoroscopy after the procedure was completed. The pt's condition was not reported.

Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device available for evaluation: updated device returned to manufacturer: during the visual inspection, the distal portion of the protection wire was exposed and the nosecone, loop coil and filter were no longer attached to the protection wire. The radiopaque tip was formed into a 'j'. The distal tip of the retrieval sheath was severely kinked and the protection wire and retrieval sheath were kinked in multiple locations. The returned device could not be sheathed/ unsheathed since the nosecone, loop coil and the filter were detached from the protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related. The missing components (nosecone, loop coil, filter) appear to have been caused by excessive force being used during the procedure. The dfu states: do not pull excessively on the protection wire or the ez retrieval sheath to avoid filter membrane tears, filter loop detachment, or other protection wire damage. (B)(4).